Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there was non-intuitive motion. Prior to calling in, the site stated that they re-draped the arm and intuitive motion returned. The site continued with case and requested the field service engineer (fse) follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse spoke with the customer, and she stated that they had trouble with the camera arm and a stapler during the case. They used a new stapler and that rectified that issue. They changed endoscopes and issue persisted, but they were able to work through it. Fse asked if they replaced the drape and she stated that they reseated it but did not replace it. The surgeon stated that he was using system when the endoscope seemed to rotate approximately 45 degrees or so. After that, the instruments would move down when he moved up and vice versa. The fse tested system and it showed full intuitive motion. The fse spoke with the or director and a nurse to determine possible causes. The main possible cause discussed with staff was possible inversion of endoscope while positioning the universal surgical manipulator (usm) and rotation of scope during procedure. The system was tested and verified as ready for use. A review of the site's complaint history revealed the record with patient identifier (B)(6) is related to this event. The record with patient identifier (B)(6) is for the stapler used during the case. A procedure log review was performed. Per the review, the following was confirmed: system serial # (B)(4), event date (B)(6) 2022, procedure name (sleeve gastrectomy). A review of the instrument log for the 30 degree endoscope plus (470057-05/sf2014177) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4). The endoscope has 1959 uses remaining. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.